Manufacturer narrative:
This device is still in service and not available for return at this time.

Event description:
It was reported that this patient had received a single inappropriate shocks due to oversensing of noisy signals. Imaging was performed which indicated that the electrode was twiddled back into the device pocket. Surgical intervention was subsequently performed to open the device pocket and to replace the electrode. The entire system is still in service. No additional adverse events were reported.